Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. The sample was received in used conditions, inside a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. No damage or other discrepancies were detected on the filter that could create a leak. During the functional testing, a leak on the filter was detected coming from both sides of the filter housing and by the air vent filter; thus, the failure mode reported was confirmed. No root cause could relate to the manufacturing process was determined; thus, the sample was sent to the supplier for further investigation. The root cause based on the supplier evaluation was the issue was not generated by the manufacturing process, but rather by other causes after the process. E4 was unknown, corrected data: d1, d2 common device name, d3.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop reported leakage observed at the filter during priming for parenteral nutrition no patient adverse event reported.